Manufacturer narrative:
(B)(4). The final result was completely satisfactory, with normalization of the vascular lumen, without residual lesions in the treated vessel and a final flow timi 3. The patients outcome was totally satisfactory. It was confirmed that the patient was compliant in following the dual antiplatelet drug therapy (dapt) consisting of aspirin and clopidogrel for one year after the procedure. No additional information was provided. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with unstable angina. The procedure on (B)(6) 2014 was to treat a lesion located in the proximal right coronary artery (rca) with mild tortuosity. Vessel sizing was performed with angiography and confirmed the vessel diameter was greater than 2.5mm. Predilatation was performed with a semi-compliant balloon with the residual stenosis reduced to less than 40%. A 3.5x18mm absorb was implanted and post-dilatation was performed with a nc trek balloon catheter. The final angiographic residual stenosis was less than 10%. No imaging was performed to confirm that the scaffold was fully apposed to the vessel wall. The patient returned on (B)(6) 2017 with acute coronary syndrome. The absorb scaffold was noted to be permeable in its proximal third, but with late loss of 50% of the vascular lumen (vessel diameter 4.5mm length of the lesion 14mm), third middle with thrombosis that generates a critical lesion of 90% (vessel diameter 4.5mm length of the lesion 20mm) and distal vessel with permeable absorb and plaques not significant in their path. Angioplasty is performed by completely covering the lesions with drug-eluting stents in tandem. A 4.0x28mm xience xpedition stent was implanted in the middle third level and a 4.0x18 xience xpedition was implanted in the proximal third. Post-dilatation was performed with a high pressure balloon nc trek 5.0x12 at 16 atmospheres (atm) with excellent result.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of myocardial infarction, thrombosis and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.